Event description:
It was reported that patient developed endophthalmitis one day post cataract procedure. The patient required hospitalization and vegamox was used as a therapeutic drug. It was stated that cultures are being done in the facility but at the time of this report no results are available. It was reported that the rear surface of the lens was cleaned for the treatment in the hospital and that the intraocular lens (iol) remains implanted. The account mentioned that the incision size was 2.4 mm. A separate report is being submitted for the phaco opo73 tubing pack. Reference MFR report number 3012236936-2022-01503.

Manufacturer narrative:
Concomitant medical products: phaco tubing model opo73 unknown lot, 1-piece, phaco whitestar signature pro system model ngp680301 serial (B)(4), laminar flow phaco tip model opor3020l, infusion sleeve and test chamber model opos20l. If explanted, give date: not applicable, as lens remains implanted. Initial reporter telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. Additional information: the account reported that a possible cause for the infection could be related to the medical staff¿s hand-washing method. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new information received that the patient's condition is good. She has returned to daily life without any health damage or hospitalization. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.